Event description:
Information was received from a patient (pt) via healthcare provider (hcp) who was implanted with an implantable neurostimulator (ins). Pt is needing MRI shoulder. Caller states the ins was removed but leads are still implanted - caller doesn't know when the ins was removed. Caller stated pt said the ins was removed because pt "didn't like it or it wasn't working".

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.